Event description:
Reporter stated that patient was found unresponsive, during the night. Reporter attempted to test patient's blood glucose, using the suspect device, but found that the device had no power. Based on patient's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, an unspecified time later, patient's blood glucose reportedly measured 31 mg/dl on paramedics' device. Reporter stated that patient was treated with an intravenous glucose solution and food. No additional treatment was received. Reporter did not know for how long, prior to the event, the device had been without power. Technicial support requested the return of the suspect product and replacement product was shipped.